Manufacturer narrative:
Based on the results of the previous manufacturer's internal investigation, field actions and changes to the battery internal cell supplier, no additional investigation of this event is required at this time. The most likely cause of the reported event can be attributed to faulty internal cells within the battery pack. This is one of six reports (3007042319-2015-02012, 02013, 03018, 03019, 03020 and 03021) submitted for devices related to the same event.

Event description:
It was reported by the vad coordinator that the batteries will go from "fully charged to 2 lights and switch back and forth between batteries on their own". All 6 batteries removed from service with no reported consequences or impact to patient.